Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer stated that he came out of the shower, connected the insulin pump and noticed the buttons not working when trying to bolus. Customer changed the battery and now only the act button does not respond. The only moisture exposure was the steam from the shower because device was left on the counter. Blood glucose value is 152 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.